Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported foreign material in an eye during an intraocular lens implant (iol) procedure. She reports that as the iol was injected into the eye, it was immediately noted that there was a foreign body that appeared as white fluff or material sitting in the center of the anterior chamber just above the iol optic. The foreign matter was removed with forceps and placed in specimen jar. The surgeon was confident that no foreign matter remained in the eye. No harm to the patient was reported.

Manufacturer narrative:
Product evaluation: the device was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No foreign material matching the returned particle was observed in the returned device. The lens was not returned. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. A specimen jar was returned with liquid inside (extra label applied). The lid was removed and the reported foreign material was observed floating in the liquid. This is a large piece of plastic appearing material with fibers. This appears to have possibly been torn from a larger material. Sent to particle lab for identification. Lab testing identified the best match for the returned particle as polypropylene, actactic. Definition: this refers to a strand or fiber of polypropylene. Actactic indicates the form/shape of the polypropylene sample. The origin and root cause of the foreign material insertion in the eye cannot be determined. The device was evaluated and there was no evidence that the returned particle originated with the device. The nozzle was removed and top coat dye stain testing was conducted. There we no anomalies or missing material observed. The device is made from solid, molded polypropylene. All nozzles are 100% inspected at the manufacturing site and are subjected to air blow-off during processing. The device, nozzle and lens are again 100% inspected during the assembly process. The size of the particle and the fibrous nature of the material would make it unlikely to have originated from the manufacturing site. The foreign material was returned floating in liquid. This is a large piece of plastic appearing material with fibers (1.8mm , lab measurement). This appears to have possibly been torn from a larger material. The sample was analyzed by the particle lab using microscopic fourier transform infrared spectroscopy (micro ft-it). Comparison of the generated spectra finds the best match to be polypropylene, actactic. This refers to a strand or fiber of polypropylene. Actactic indicates the form/shape of the polypropylene sample. Polypropylene is used in a wide variety of applications including packaging and labeling. Many plastic items for medical or laboratory use are made from polypropylene because it can withstand the heat in an autoclave. Its most common medical use is in synthetic, non-absorbable sutures. The fibrous nature of the sample (actactic) and the fact that polypropylene is common in the manufacturing environment and found in many areas of a surgical suite, the origin is unknown. The manufacturer internal reference number is: (B)(4).